Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
The ge svc rep removed and replaced the crt's and adjusted the monitors. The system operates as intended.